Event description:
It was reported that a chest x-ray confirmed atrial lead dislodgement. The lead was repositioned successfully. The patient's condition was good after the procedure.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.